Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend (vse) instrument had not been functioning as intended. The vse instrument was not sealing effectively and was unable to perform cuts. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument did not function properly, either did not work at all or failed to perform adequately. The vse instrument worked only a few minutes. The instruments did not seal properly. There was no effective sealing function, and cutting was not possible. Only a cold cut. The vse instrument would not seal properly and came from the same batch. It appeared that the wattage was lower than expected, and sealing was insufficient. The "cut" function technically worked, but due to improper sealing, using it gives a significant risk. Therefore, the customer chose not to use the instrument. There were no errors and there are no additional issues to report. The tones were audible, but the device did not function properly. In some cases, the seal cycle took very long or did not complete at all. There was tissue cut that was not properly sealed.